Manufacturer narrative:
(B)(4) concomitant medical products: precoat lps flex nexgen femoral cat#:00596001852, lot#:62843723. Prolong lps flex nexgen articular surface cat#: 00596205010, lot#: 6275270. Nexgen all poly patella cat#: 00597206541, lot#: 62523577. Taper stem plug cat#: 00596009900, lot#: 62805673. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018- 00924, 0001822565-2018-00925, 0002648920-2018-00124. Product has been discarded.

Event description:
It was reported that three years after a total knee arthroplasty that the patient underwent a revision due to articular surface and tibial baseplate disassociation as well as metal and polyethylene wear. Patient was experiencing numbness, swelling, instability and pain with activities before the revision.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided medical notes and x-rays. Per medical notes: patient has worn through the plastic and is actually wearing through the metal as well. There are calcifications in the joint which is likely a reaction to the metal and plastic debris. X-rays reviewed by a radiologist indicates right total knee arthroplasty again seen with 2 screws along the medial femoral condyle and loss of joint space along the medial and lateral compartment. Significant bone formation along the distal tibial metaphysis medially and medial femoral condyle along with suggestion of hyperdensity throughout the joint space with possible bony fusion medially. This density extends throughout the joint space and suprapatellar bursa region and presumably represents evidence of metal and polyethylene wear. Interval development of significant density and soft tissue throughout the joint space, with possible bony fusion medially, consistent with significant metal and polyethylene wear. Loss of joint space along the medial and lateral compartment also consistent with metal and polyethylene wear. Overall fit and alignment of the implants is appropriate. There is osteopenia. Radiolucency at the bone cement interface of the medial tibial plateau. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.